Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to remove from the guiding catheter and folded (winged) balloon was confirmed. The investigation was unable to determine a conclusive cause for the reported balloon winging. The reported difficulty removing the device through the guiding catheter appears to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and no calcification in the right coronary artery. The 3.5 x 23mm multilink 8 stent was advanced through the 5fr guiding catheter and deployed at the target lesion; however, the balloon once deflated would not retract back into the guiding catheter. The balloon re-wrapping was normal although it was winging. Several techniques were attempted including coming down slowly, but were unsuccessful. The devices were retracted from the patients anatomy as a single unit due to the balloon not being able to retract into the guiding catheter. A new balloon catheter was used and the lesion was treated with a stent. There was not adverse patient effect. There was no significant delay in the procedure. No additional information was provided.